Manufacturer narrative:
A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # 191620.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the patient moved while in bed and an "optical sensor failure" alarm was generated. The customer did not note any issues and reseated the fiber optic plug without change. The iab was still used and transduced with the fluid lumen which produced a crisp waveform. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the patient moved while in bed and an "optical sensor failure" alarm was generated. The customer did not note any issues and reseated the fiber optic plug without change. The iab was still used and transduced with the fluid lumen which produced a crisp waveform. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the patient moved while in bed and an "optical sensor failure" alarm was generated. The customer did not note any issues and reseated the fiber optic plug without change. The iab was still used and transduced with the fluid lumen which produced a crisp waveform. There was no reported injury to the patient.